Event description:
It was reported there was a broken impactor pad. No patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided images reveals the fracture impactor pad. Multiple fragments are shown in the picture. Lot number cannot be confirmed from the picture. No further assessment can be made. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. This compliant can be confirmed based on the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.